Event description:
It was reported that the patient presented in clinic in (B)(6) 2016. It was noted that the patient experienced excess pericardial fluid. No intervention was performed. No additional information was available.